Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on (B)(6) 2024. As of the date of this report the customer has not responded to these options.

Event description:
Upon inspection of the internal components/tank, our technician identified potential contamination with the unit. The technician took pictures of the internal tubing of the device and forwarded them to cq for review. Based on our findings, cardioquip recommends performing heterotrophic plate count (hpc) testing on the impacted unit to provide a quantitative assessment of water quality. Hpc test results confirmed the devices water quality was outside of cardioquip specifications on (B)(6) 2024.